Event description:
The customer reported no audio from their mx40 device. There was no patient harm reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.